Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event involved a male pt. The md inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery with no issues. However, before they were able to connect the iab to the pump, blood was observed in the helium line. Reference MDR # 1219856-2011-00455 for the second event involving the same pt. There was no report of pt death or injury. The pt's outcome is fine.